Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
The reported inability to interrogate was not confirmed in the laboratory. Upon receipt, the device was interrogated with a programmer and was found in backup vvi. The cause of the backup vvi could not be determined. The device was tested on the bench as well as using automated test equipment, and the high voltage output circuit was noted to be damaged. The cause of the damage could not be determined.